Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / chronic pelvic') in a 27-year-old female patient who had essure (batch no. 869756) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included hyperlipidemia, morbid obesity and diabetes. Concurrent conditions included vaginal burning sensation, itching, dysuria, vaginal itching, bladder infection, yeast infection, left lower quadrant pain, lower abdominal pain, ovarian cyst, arthritis, numbness, chest discomfort, knee pain, verruca vulgaris, urticaria, lipoma, vaginal burning sensation, hypertriglyceridemia, amenorrhea, folliculitis, hyperlipidemia, tinea pedis, uti, acute vaginitis, microscopic hematuria, back pain, lower abdominal pain, frequency of micturition and vaginal discharge. Concomitant products included atorvastatin since (B)(6) 2017, ibuprofen since (B)(6) 2011 and metformin since (B)(6) 2017. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("psychological or psychiatric problems: anxiety and mental anguish") and depression ("psychological or psychiatric problems: depression"). On (B)(6) 2017, the patient experienced vaginal infection ("vaginal infection"), 5 years 9 months after insertion of essure. On an unknown date, the patient experienced back pain ("back pain"), dysuria ("bladder/urinary problems: urinary problems") and urinary tract infection ("uti"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the abdominal pain, back pain, vaginal haemorrhage, menorrhagia, anxiety, dysuria, urinary tract infection, vaginal infection and depression outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysuria, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy in essure insertion date - (B)(6) 2011 and (B)(6) 2011. There were 5 coils protruding from the right tubal ostia after placement was obtained. A second essure coil was placed through the hysteroscope to cannulate the patient's left tubal ostia and 3 coils of trailing out of the left tubal ostia at the end of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: gross description: one fallopian tube has an attached cystic structure and that is designated as the left. The left tube measures 6.0 cm in length, up to 0.8 cm in diameter. The attached cystic structure is tanwhite and rubbery, measuring 5.0 x 2.0 x 1.0 cm. Opening the cystic structure reveals a tan smooth membranous cyst lining. No masses or excrescences are identified. The right fallopian tube measures 4.0 cm in length, up to 1.0 cm in diameter. There is a paratubal cyst measuring up to 1.0 cm in diameter. Ultrasound pelvis - on (B)(6) 2018: impression: 1. 6.1 x 4.8 x 6.3 cm left adnexal cyst with eccentric thin hypo echogenicity and eccentric septations, potentially atypical hemorrhagic cyst with retracting clot, though an ovarian neoplasm is a consideration. A followup pelvic , ultrasound in 6-12 weeks could be perfomed to assess for resolution. Alternatively, further evaluation withmri female pelvis with and without contrast and or gynecological surgical consultation could be considered. 2. Nonspecific curvilinear echogenic focus in the left uterine body abutting the endometrial stripe, nonspecific, potentially related to essure device, though only seen unilaterally, other considerations include dystrophic calcification or other device. Co.-relate clinically. This: finding can be followed up with future examinations, as above, or as clinically warranted. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: back pain, abdominal pain, pelvic pain. Lot number:869756 , manufacturing date:2011/06, expiration date:2014/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / chronic pelvic') in a 27-year-old female patient who had essure (batch no. 869756) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included hyperlipidemia, morbid obesity and diabetes. Concurrent conditions included vaginal burning sensation, itching, dysuria, vaginal itching, bladder infection, yeast infection, left lower quadrant pain, lower abdominal pain, ovarian cyst, arthritis, numbness, chest discomfort, knee pain, verruca vulgaris, urticaria, lipoma, vaginal burning sensation, hypertriglyceridemia, amenorrhea, folliculitis, hyperlipidemia, tinea pedis, uti, acute vaginitis, microscopic hematuria, back pain, lower abdominal pain, frequency of micturition and vaginal discharge. Concomitant products included atorvastatin since (B)(6) 2017, ibuprofen since (B)(6) 2011 and metformin since (B)(6) 2017. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("psychological or psychiatric problems: anxiety and mental anguish") and depression ("psychological or psychiatric problems: depression"). On (B)(6) 2017, the patient experienced vaginal infection ("vaginal infection"), 5 years 9 months after insertion of essure. On an unknown date, the patient experienced back pain ("back pain"), dysuria ("bladder/urinary problems: urinary problems"), urinary tract infection ("uti"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal candidiasis ("candidal vaginosis") and infection ("infection"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain and infection had resolved and the vaginal haemorrhage, menorrhagia, anxiety, dysuria, urinary tract infection, vaginal infection, depression, bacterial vaginosis and vulvovaginal candidiasis outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bacterial vaginosis, depression, dysuria, infection, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal candidiasis to be related to essure. The reporter commented: discrepancy in essure insertion date - (B)(6) 2011 and (B)(6) 2011. There were 5 coils protruding from the right tubal ostia after placement was obtained. A second essure coil was placed through the hysteroscope to cannulate the patient's left tubal ostia and 3 coils of trailing out of the left tubal ostia at the end of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: gross description: one fallopian tube has an attached cystic structure and that is designated as the left. The left tube measures 6.0 cm in length, up to 0.8 cm in diameter. The attached cystic structure is tanwhite and rubbery, measuring 5.0 x 2.0 x 1.0 cm. Opening the cystic structure reveals a tan smooth membranous cyst lining. No masses or excrescences are identified. The right fallopian tube measures 4.0 cm in length, up to 1.0 cm in diameter. There is a paratubal cyst measuring up to 1.0 cm in diameter. Ultrasound pelvis - on (B)(6) 2018: impression: 1. 6.1 x 4.8 x 6.3 cm left adnexal cyst with eccentric thin hypo echogenicity and eccentric septations, potentially atypical hemorrhagic cyst with retracting clot, though an ovarian neoplasm is a consideration. A followup pelvic , ultrasound in 6-12 weeks could be perfomed to assess for resolution. Alternatively, further evaluation withmri female pelvis with and without contrast and or gynecological surgical consultation could be considered. 2. Nonspecific curvilinear echogenic focus in the left uterine body abutting the endometrial stripe, nonspecific, potentially related to essure device, though only seen unilaterally, other considerations include dystrophic calcification or other device. Co.-relate clinically. This: finding can be followed up with future examinations, as above, or as clinically warranted. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: back pain, abdominal pain, pelvic pain. Lot number:869756, manufacturing date:2011/06, expiration date:2014/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Events "infection, bacterial vaginosis and vulvovaginal candidiasis¿ were added. Events" pelvic pain, back pain, abdominal pain outcome were updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / chronic pelvic') in a 27-year-old female patient who had essure (batch no. 869756) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included hyperlipidemia, morbid obesity and diabetes. Concurrent conditions included vaginal burning sensation, itching, dysuria, vaginal itching, bladder infection, yeast infection, left lower quadrant pain, lower abdominal pain, ovarian cyst, arthritis, numbness, chest discomfort, knee pain, verruca vulgaris, urticaria, lipoma, vaginal burning sensation, hypertriglyceridemia, amenorrhea, folliculitis, hyperlipidemia, tinea pedis, uti, acute vaginitis, microscopic hematuria, back pain, lower abdominal pain, frequency of micturition and vaginal discharge. Concomitant products included atorvastatin since (B)(6) 2017, ibuprofen since (B)(6) 2011 and metformin since (B)(6) 2017. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("psychological or psychiatric problems: anxiety and mental anguish") and depression ("psychological or psychiatric problems: depression"). On (B)(6) 2017, the patient experienced vaginal infection ("vaginal infection"), 5 years 9 months after insertion of essure. On an unknown date, the patient experienced back pain ("back pain"), dysuria ("bladder/urinary problems: urinary problems") and urinary tract infection ("uti"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the abdominal pain, back pain, vaginal haemorrhage, menorrhagia, anxiety, dysuria, urinary tract infection, vaginal infection and depression outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysuria, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy in essure insertion date - (B)(6) 2011. There were 5 coils protruding from the right tubal ostia after placement was obtained. A second essure coil was placed through the hysteroscope to cannulate the patient's left tubal ostia and 3 coils of trailing out of the left tubal ostia at the end of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: gross description: one fallopian tube has an attached cystic structure and that is designated as the left. The left tube measures 6.0 cm in length, up to 0.8 cm in diameter. The attached cystic structure is tanwhite and rubbery, measuring 5.0 x 2.0 x 1.0 cm. Opening the cystic structure reveals a tan smooth membranous cyst lining. No masses or excrescences are identified. The right fallopian tube measures 4.0 cm in length, up to 1.0 cm in diameter. There is a paratubal cyst measuring up to 1.0 cm in diameter. Ultrasound pelvis - on (B)(6) 2018: impression: 1. 6.1 x 4.8 x 6.3 cm left adnexal cyst with eccentric thin hypo echogenicity and eccentric septations, potentially atypical hemorrhagic cyst with retracting clot, though an ovarian neoplasm is a consideration. A followup pelvic , ultrasound in 6-12 weeks could be perfomed to assess for resolution. Alternatively, further evaluation withmri female pelvis with and without contrast and or gynecological surgical consultation could be considered. 2. Nonspecific curvilinear echogenic focus in the left uterine body abutting the endometrial stripe, nonspecific, potentially related to essure device, though only seen unilaterally, other considerations include dystrophic calcification or other device. Co.-relate clinically. This: finding can be followed up with future examinations, as above, or as clinically warranted. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: back pain, abdominal pain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: pfs and mr received : aka name added, reporter added, lot number added, patient demographic added, essure insertion date updated , events onset date, medical history and lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / chronic pelvic') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included hyperlipidemia, morbid obesity and diabetes. Concurrent conditions included vaginal burning sensation, itching, dysuria, vaginal itching, bladder infection, yeast infection, left lower quadrant pain, lower abdominal pain and ovarian cyst. Concomitant products included atorvastatin since (B)(6) 2017, ibuprofen since (B)(6) 2011 and metformin since (B)(6) 2017. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: anxiety and mental anguish"). On (B)(6) 2017, the patient experienced vaginal infection ("vaginal infection"), 5 years 9 months after insertion of essure. On an unknown date, the patient experienced back pain ("back pain"), psychological trauma ("psych injury"), dysuria ("bladder/urinary problems: urinary problems") and urinary tract infection ("uti"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the abdominal pain, back pain, psychological trauma, dysuria, urinary tract infection, vaginal infection, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysuria, menorrhagia, pelvic pain, psychological trauma, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: back pain, abdominal pain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-oct-2019: plaintiff fact sheet and medical records received. Event pelvic pain make incident. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems: depression, anxiety and mental anguish, did not undergo confirmation test. Outcome of event pelvic pain were updated. Reporter information, aka name, concomitant drug, medical history were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.